Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.1cm was returned for analysis. External insulation abrasion was noted at 17.5-17.8cm and 17.6-17.8cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 39.4-39.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.